Event description:
It was reported that the estimate that the patient received for the battery on their device was incorrect. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58, implantable pacing lead, 2006 (B)(6). (B)(4).